Event description:
A customer reported a system message displayed during a procedure. The footswitch was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch cable. The system was then tested and met product specifications. The root cause is unk. (B)(4).